Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported that they received coolsculpting treatment in 2022 to the abdomen with an unknown applicator and was presented with hard fat on treatment area that required liposuction, post treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A patient reported that they received coolsculpting treatment to the abdomen with an unknown applicator and was presented with hard fat on treatment area that required liposuction. Later, the patient reported they received coolsculpting treatment to the abdomen, "chin" and back on (B)(6) 2021, (B)(6) 2022, and on the summer of 2022, and presented paradoxical hyperplasia (ph) on the chin, abdomen and back fat 3 months after the first treatment. Patient received liposuction.